Manufacturer narrative:
(B)(4).

Event description:
We received a report that a female patient experienced sore/swollen eyes after using oxysept disinfecting/neutralizing system. The report indicated the pharmacist instructed the consumer on how to use the product and the consumer indicated they had used a similar product before. But apparently she used the disinfecting solution before applying the lens to her eye (misuse). The consumer does not speak english well. The patient sought medical treatment. She presented with blurry, foggy vision, bilateral swelling, photophobia and corneal injection. Fluorescein dye was instilled and uptake to the right eye was noted, left eye is clear. Visual acuity is noted to be both 6/18 and 6/24. She was treated with oxybuprocaine, cyclopentolate and chloramphenicol. Follow up information was received where the patient was seen the following day. The diagnosis included widespread superficial punctate epitheliopathy and a small inferonasal epithelial defect. Medications included chloramphenicol four times a day (qid), acular, three times a day (tid) ibuprofen 400 mg tid, paracetamol 1 gram qid. The healthcare professional indicated they were confident the signs and symptoms would settle down over the next few days. Visual acuity is right eye was 6/19 improving to 6/9.5; left eye 6/9/5 improving to 6/7.5. As it is unclear if the patient used the neutralizing tablets, a separate report is filed for that device.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 from the patient. A completed form and medical records was received. Per the medical records provided the diagnosis: right eye - widespread superficial punctate epitheliopathy, and small inferonasal epithelial defect. Vision: right eye 6/19 improving to 6/9.5, left eye 6/9.5 improving to 6/7.5. Pressure: right eye 8 treatment: ocular irrigation done at general a&e last night ¿ normal ph at present. Oc. Chloramphenicol four times a day to right eye until reviewed. Oc. Viscotears as required to right eye until reviewed. Acular three times a day to right eye until reviewed. Ibuprofen 400 mg three times a day until reviewed. Paracetamol 1 gram four times a day until reviewed. Follow-up: two days ¿ per the physician, the patient appears to have had severe discomfort in her right eye after putting in her contact lenses which were in a container with new contact lens solution that she obtained not long ago. It was the first time she has used this particular contact lens solution as told to the physician and the pain and discomfort started within seconds after she put the lens in. She was examined yesterday where the eye was apparently irrigated, ph tested, and she attended our casualty clinic this morning where ph was retested. She has a small epithelial defect, and widespread superficial punctate keratopathy, retain sample and the returned product with lot za03583 underwent chemistry testing. Testing included appearance, ph, neutralization and tablet dissolution of 9081x and hydrogen peroxide assay. Results for both retained and returned product are within specifications limits and no failure was detected. Results are within established criteria. Reported issue may be attributed to customer misuse. The directions for use (dfu), states that after use of the disinfecting solution after cleaning the lenses a rub and rinse of both sides of the lens with sterile saline solution is to be performed prior to inserting the lens into the eye. As noted in the initial report this step was not conducted by the customer.

Manufacturer narrative:
(B)(4). Alternative report identification number (B)(4). The manufacturing records were reviewed. The records for the production processes were found to be acceptable. There were no non-conforming materials reports, or process/material changes associated with lot za03583. There was no non-conformance reported for this lot. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.